Event description:
It was reported that after a da vinci surgical procedure, a wire was sticking out of the permanent cautery spatula instrument. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a segment of the conductor wire had become dislodged from the conductor cap and was exposed on the outside of the yaw pulley. Wire insulation was not damaged and electrical continuity passed. The conductor cap was properly seated within the distal clevis as the spatula moved in yaw. No other damage was found. The customer reported event was initially reportable but the failure analysis findings did not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the failure analysis investigation, this MDR report is being retracted.

Manufacturer narrative:
The instrument was returned but the investigation has not been completed; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.